Event description:
Following a magnetic resonance imaging (MRI), the device as found to be in backup vvi mode (bvvi) with high voltage therapy disabled. The device was programmed into MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.